Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device upgrade, the lead was explanted and replaced due to low sensing amplitude. The patient condition was good before and after the event.